Event description:
The physician was taking down the mammary artery, using a 4x4 x-ray sponge and cautery pencil, when the sponge caught fire. The sponge was thrown on the floor and an asepto of water was used to put out the fire. There were no injuries reported.

Manufacturer narrative:
Allegiance response: batch history record reviewed for ID of products involved. No deviations were noted during the mfg process. No add'l handling of these components is done during assembly. Suppliers notified. Valleylab inc response: a search of the product history was performed for the lot number reported and no pertinent entries were found. No product was returned for eval, therefore no testing could be performed. Johnson & johnson medical inc (for medical task force) response: without a sample, a complete investigation is not possible. However, this sponge is composed of cotton and under certain circumstances (heat source and oxygen) will ignite. Complaints are reviewed by the mfg site and trends are monitored.